Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge intermittently displayed inaccurate fill estimates. Reportedly, the cartridges were filled with 300 units of insulin, and the fill estimate displays a value that is lower than expected. There was no reported impact to the customer¿s blood glucose level. As the event occurred in the past, tandem technical support was unable to perform troubleshooting for the reported issue.